Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on a cobas e411 rack. The initial result was reported outside of the laboratory. Stated she chose the dilutions that are preprogrammed in the analyzer on (B)(6) 2022, the initial result of the undiluted sample was <1 miu/ml. On (B)(6) 2022, the first repeat result of the undiluted sample was 10000 miu/ml. The second repeat result with the sample at the preprogrammed dilution of 1:10 was 100000 miu/ml the third repeat result with the sample at the preprogrammed dilution of 1:20 was 105100 miu/ml. This repeat result was deemed correct and provided to the physician. The fourth repeat result with the sample at 1:100 dilution was 113191 miu/ml. The reagent lot number is 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The customer was informed that according to the method sheet, the recommended dilution for the hcg + b assay is 1:100. Product labeling states "dilution - samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml." It was confirmed the customer does not use rack adapters on their racks. Product labeling states "warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. The qc recovery was within the provided ranges. The patient sample was centrifuged for 5 minutes at 3600 rpm or in stat spin centrifuge (speed and time not provided). The centrifugation time may be shorter than recommended. The alarm trace did not indicate any issues. The field service engineer (fse) adjusted the static brush. He verified the instrument's performance with mechanical and precision checks with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.